Event description:
It was reported that the image is distorted on screen which makes the picture difficult to see. It was furthermore stated that this was notice during a patient procedure, but there were no adverse consequences and the procedure was successfully completed. No negative impact in state of health reported. Additional information was received on 25-apr-2025. Regarding the reported error it was stated "no image output and screen displayed with multiple lines flickering when the camera was used on the patient". Furthermore, it was confirmed again that the procedure was completed successfully and the patient got discharged home safe, but it was also indicated that the procedure was prolonged between 30 and 60 minutes.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During investigation of the returned device the issue reported by the customer could be confirmed. It was found that when the cable sheath near the strain relief on the camera head is moved, the live image occasionally fails or artefacts are displayed. The video connection cable assembled at the camera head has some mechanical defects which are related to wear and tear. It is concluded that this is caused by the daily work with the camera head. The corresponding instructions for use of the device state to check the product for functionality and damage before and after every use and to have a replacement product ready for each application. The event is filed under internal karl storz complaint ID: (B)(4).